Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of clamp being stuck and unable to move was received from the customer. No product or photo was returned by the customer. The customer complaint of clamp issues/ damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ infusion extension set tubing clamp was difficult to close during use. The following information was provided by the initial reporter: "nurse 5 ¿ reported, in the past that secondary safety clamps have failed to engage. They reported the secondary safety clamp was ¿stuck¿ in the open position, with it being difficult to also move the secondary safety clamp to the closed position manually. The clinician was unaware of the blue safety tab to help open/close the clamp."